Event description:
Information was received from an attorney that this bioprosthetic aortic valve exhibited evidence of degeneration in two of the valve leaflets. Specifically, it was reported that a small perforation and a cut were observed in one leaflet, and two cuts were observed in the second leaflet. All of the valve leaflets were reportedly thickened. These observations were made during explant of the valve, which occurred 22 months post implant. No reported adverse patient effects were reported, and the reason for explant (including patient symptoms) was not provided. The valve was reportedly discarded following the explant procedure.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event cannot be determined. Analysis: the product was reportedly discarded and will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn regarding the performance of the device. A review of complaints indicates this cause had not previously been reported to medtronic, and the product was nor will be returned for analysis. Attempts to obtain further details concerning the event have been unsuccessful. Medtronic continues to monitor field performance to detect similar events.